Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia and insulin pump had blank display. Blood glucose level of the customer was 447 mg/dl. The customer was treated with manual injections because the insulin pump was not getting on even after changing multiple batteries. The customer assisted with the troubleshooting for blank display and the customer stated that the display was not returned. It was unknown whether the insulin pump was in auto mode or not during the hyperglycemia incident. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event. The customer stated that insulin pump went blank and even when new batteries were placed in it did not turned on.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test, rewind, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Power connector plug in and locked in place properly.